Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: CABG/compressed stent are both considered to be a permanent impairment. Device issue: stent dislodgement. It was reported that the guiding catheter (gc) and guide wire (gw) were advanced into the tight calcified lesion in the proximal ramus branch; however, guiding catheter support was not good. As the stent delivery system (sds) was advanced against resistance it caused the gc, gw, and sds to pop out of the ramus branch, causing the stent to dislodge in the ramus and hanging out into the left main. A snare device was used in an attempt to remove the dislodged stent; however, was not successful. Then a possible dissection occurred in the distal portion of the ramus branch. The dislodged stent was compressed against the vessel wall with a balloon catheter and an additional xience v stent was advanced past the compressed stent and into the circumflex lesion were it was deployed. Post-dilatation was done with two balloon catheters and another possible dissection occurred resulting in no flow of the distal circumflex. The patient experienced chest pain and low blood pressure and was placed on a balloon pump after intubation. The patient was taken to surgery for CABG of the lad, which had been jailed by the compressed stent. The patient was stable. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with contrast on the shaft. There was no blood visible. The stent implant was dislodged and not returned. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There was a .5 mm length tear at the distal end of the tip. There was no damage noted to the inner member. There was n other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.